Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic tip came off prior to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25152205, 25151672 and 25151651; the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2020. A visual inspection of the photographic evidence was conducted. Signs of clinical use and evidence blood was observed on c-ring, and the jaws. The silicone insulation on the cold jaw was approximately a quarter way torn and detached, exposing the metal from the tip of the cold jaw. Blood and heavily charred tissue was observed on the heater wire. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled; jaw."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic tip came off prior to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic tip came off prior to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.